Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the iodine packet leaked in the tray. No patient involvement was reported.

Manufacturer narrative:
Received 1 unopened surestep foley tray system for evaluation. During the visual inspection, it was noted that the iodine packet was damaged and had a small cut in one side where it leaked in the tray. The damage measured 0.126". The package presented a leak by this small cut which contaminated the tray. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that the iodine packet leaked in the tray. No patient involvement was reported.